Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to multiple cuts in the electrode belt cable, breaking some wires within the belt. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.